Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for one-week follow-up check after system implant. High threshold was noted on the atrial lead. Fluoride image confirmed lead had dislodged. The lead was repositioned on (B)(6) 2018. The patient was asymptomatic before, during, and after the lead revision.